Manufacturer narrative:
An on-site visit by the third party service engineer was conducted. The engineer was able to reset the uninterruptible power supply (ups) and started the flc. The system is operational but continues to experience lock-ups. The reported issue is under investigation and a supplemental report will be submitted once add'l info has been received. This report was submitted 04/21/2015.

Event description:
Recently siemens became aware of an issue reported by the customer about the cios alpha system. On (B)(6) 2015, a physician and his technologist were using the cios alpha unit during a femoral artery stenosis procedure when fluoroscopy (flc) became unresponsive with a pt on the table. The physician had successfully treated an artery via angioplasty and manipulated the catheter within the pt. When he attempted to make an exposure via the foot pedal, the flc was unresponsive and a message "flc v7 has stopped working" popped on the screen. The technologist attempted to cycle power to the unit via s1/s2 on/off switches but the pc did not respond. Then she attempted to reset power to the trolley components via the s3 reset button on the side of the trolley. The system powered down. She attempted a power on sequence and the touch user interface (tui) started up, but the pc would not boot up and the monitors displayed "no signal". Third party service provider ((B)(4)) engineer was then contacted and over the phone several resets via the s3 reset button were attempted. However, the pc would not respond to the power signal. After multiple reset attempts it was determined that an on-site visit would be necessary. After unsuccessful attempts to power up the pc the physician decided to cancel the remainder of the procedure. The physician was able to remove the inserted catheter without harm to the pt. The time frame of the entire incident was approx 30 minutes.